Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without cap, no needle in opened tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported that during injection with juvéderm® ultra plus xc, the needle "broke off" and the product was lost. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection. Instructions for use health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with juvederm ultra plus xc, the needle "broke off" and the product was lost. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.